Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues arose.